Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a sensor error alarm. It was noted that when the customer removed the sensor a small tab was still inserted under the skin and the customer had to remove it with tweezers. No further information reported.